Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the grip cable to be broken. One grip close cable was broken at the distal idlers. The cable segment was observed to be sticking out at the wrist of the instrument which measured approximately .269. Any potential fragments would likely be retained by use of the tip cover. The other cables at the wrist of the instrument were undamaged. Failure analysis investigation also found the following damages: the instrument's distal pulley had mechanical indentations/burrs. The damage to the pulley may have likely contributed to the grip cable breaking. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. The instrument's distal clevis had scratch marks/abrasions. The distal clevis displayed scratch marks on the same side as the damage on the distal pulley. Failure analysis concluded that the scratch marks/abrasions damage may be due to mishandling/misuse. The instrument's tube extension had scratches and pad printing removed which measured approximately .310. Failure analysis concluded that pad printing damage may be due to mishandling/misuse. The instrument passed the electrical continuity test. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however; the pad printing damage found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, a broken cable was identified on the monopolar curved scissors instrument. There was no report of any fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.